Event description:
The hcp originally called to inquire about the best practice for resterilization of an ins that had eroded through the skin before doing a pocket revision and the hcp was provided with the current guidelines. After follow-up, the hcp confirmed that the patient experienced fever and redness, swelling, pain, and erosion at the device pocket site. The infection was suspected to be at both the pocket and lead sites. A culture was obtained from the pocket and yielded no growth. The patient was given oral antibiotics, the device was repositioned, and the infection resolved.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.